Manufacturer narrative:
An event regarding a fractured trident drill bit was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: not performed as the lot ID is unknown. Complaint history review: not performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because the device was not returned for investigation. No further investigation for this event is possible at this time. If devices become available, this investigation will be reopened.

Event description:
During left primary hip, doctor was introducing the drill bit and the bit broke. Both pieces were retrieved - no delay in surgery and no adverse consequences to patient or user.

Event description:
During left primary hip, doctor was introducing the drill bit and the bit broke. Both pieces were retrieved - no delay in surgery and no adverse consequences to patient or user.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.